Event description:
I had the essure product inserted in (B)(6) 2012. The product malfunctioned/misfired. I continued to bleed daily. Hsg test showed full blockage at 6 months. I continued to bleed daily. I gained 15 lbs. In (B)(6) 2013, vaginal ultrasound showed coil in my uterus. I will have to have hysterectomy in order to remove device. I have continued to bleed daily. I do not want a hysterectomy, I fear the side effects of a hysterectomy and yet I now am left with no choice. I would not require a hysterectomy but for the essure device and its malfunction.